Event description:
It was reported that at pump refill, the hcp intended to change the drug concentration and dose from 125 mcg/ml at 15.66 mcg/day to 100 mcg/ml at 13.62 mcg/day of prialt. A bridge bolus was programmed; however, upon review of the session report, the drug concentration remained the same at 125 mcg/ml. The hcp reprogrammed the pump to the desired concentration and daily dose. No pt symptoms were reported.